Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image keeps cutting out during use. There were no reports of patient harm.

Event description:
The issue was found during a diagnostic knee arthroscopy procedure that was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h4, h6, h11. The device was returned to olympus regional repair center for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.